Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2025-00289; 391-09-706, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to stiff knee with minimal range of motion.